Event description:
A malfunction alarm, specifically alarm 01, was reported by the caller. Due to the issue, the customer's blood glucose level was reported as "high," although a specific value was not provided. The customer addressed this by administering a correction injection via multiple daily injections (mdi) and did not require assistance from any third party. The initial cartridge could not be verified for cracks or returned, but the customer successfully loaded a new cartridge and resumed insulin delivery as instructed by technical support.